Event description:
The customer's mother reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 33 mg/dl. It was reported that the customer had a blood glucose reading of 33 mh/dl, at which time he ate some cereal and bolused. Twenty minutes later the customer fainted. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The customer was not connected during the manual prime. The customer's basal rates had been adjusted two weeks prior to the event. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.